Event description:
Customer reports that the blood will flow form beneath the safety device, appearing just beneath the needle's wings and it happened three times.

Manufacturer narrative:
There is no evidence of product quality issues associated with this complaint based on batch record review and archived sample analysis. All retained samples met applicable product specifications, and no abnormalities were identified during visual inspection, simulated-use testing, leakage testing, or butterfly needle connection strength testing. As no affected samples, photographs, or videos were returned for evaluation, the reported condition could not be confirmed or reproduced under controlled assessment conditions. Therefore, the exact cause of the reported observation could not be conclusively determined based on the available information. No evidence of a widespread manufacturing or design-related concern has been identified, and no adverse trends related to this failure mode have been observed through post-market surveillance activities. Based on the risk assessment performed, the residual risk associated with this complaint is considered acceptable. Sol-millennium will continue to monitor complaints associated with this failure mode and will take appropriate action should a significant trend emerge.